Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an episode of noise noted on the right ventricular (rv) lead which resulted in inappropriate anti-tachycardia pacing (atp). The lead was explanted and replaced and the patient was stable following the procedure.